Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted the caller with resetting the pump, which resolved the issue without further recurrence, allowing the customer to continue using the pump. Caller was advised to call back if the malfunction recurred, and they acknowledged the instructions.